Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. The patient alerted animas of issue via voicemail. Animas has made 3 unsuccessful attempts to contact the patient for follow up information. No further information could be obtained in regards to the keypad issue. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 11/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was observed to be missing from the pump. All of the keypad buttons were found to be responding to button presses.